Manufacturer narrative:
Concomitant medical products: dtbb1q1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise causing inhibition. The rv lead was capped and replaced with a previously capped lead. No patient complications have been reported as a result of this event.